Event description:
It was reported that the customer was hospitalized due to ketones and high blood glucose of 392mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past three days. It was stated that the customer was throwing up. Troubleshooting was performed. Reviewed the programming and found that the doctor has been changing the settings several times. Ran a fixed prime and high pressure test and the tests passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.